Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic sinus infections, irritated bronchial area, soar throat, dry cough, headache, dizziness, nausea, bloating, stomach issues and bad breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b3, b7, h7 and h9 was missed in initial report, which was updated in this report. Section h6 health effect - clinical code was missed in initial report was corrected in this report. Section h6 type of investigation, investigation findings and investigation conclusions updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.